Event description:
A review of the surgeon, october 2009, revealed an article entitled, "increased incidence of pancreatic fistulas after the introduction of a bioabsorbable staple line reinforcement in distal pancreatic resections". It is a retrospective look at 30 pts at the department of general oncological surgery at medical center. The study reports that in the 15 pts where gore seamguard was used in the pancreatic resections, there were 11 leaks. Based on the international study group for pancreatic fistula grading scale, 5 of these leaks required either a change in therapy or an invasive procedure. The article does not specify the type of treatment required, so it is not clear if an invasive procedure was required or performed.

Manufacturer narrative:
Device(s) not returned for eval, review of info supplied in article; investigation is in progress.